Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, the heat shrink had separated from the pulse wires inside the distribution node, creating a short between them. The cause of the non-functional therapy electrodes is the short. The root cause of the separated heat shrink cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.